Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage of the bipolar yaw pulley. Black char marks were present at the grip base.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the fenestrated bipolar forceps (fbf) instrument was damaged and had one (1) life left. The procedure was completed and there was no patient injury.